Event description:
It was reported that the physician had called in and stated that the right atrial (ra) lead threshold testing was performed four days after the implant. It was noted that the right atrial auto threshold (raat) testing was not successful due to ra lead dislodgement. The health care professional (hcp) was concern for this lead and recommended to perform an x-ray imaging. This ra lead currently remains in service and the plan is to have a lead revision soon. No adverse patient effects were reported.